Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was unable to charge the ipg and it was not working as intended. The patient underwent ipg replacement and was doing well postoperatively. The explanted ipg was not returned per facility protocol.